Manufacturer narrative:
Device alarmed unexpected restart and loosing pump memory after battery change due faulty connector on interface board. No signal too low alarm noted during testing. Device function properly during rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery and displacement test. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads. All operating currents are within the specification, no unexpected low battery, weak battery or off no power alarm noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she had to reset the device after a battery change. Device alarmed a signal too low alarm and an unexpected restart alarm. Customer's blood glucose was 583 mg/dl. Customer was advised to monitor the device. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The information provided for date of this report was incorrect with the initial medwatch report. The correct date has been provided with this report.